Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain / lower pelvic pain") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, heart murmur and post-traumatic stress disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, vaginal pain, dysfunctional uterine bleeding, back pain, eczema and thinking abnormal. Concomitant products included aripiprazole (abilify), azithromycin, ferrous sulfate, lamotrigine (lamictal), metronidazole (flagyl) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 17 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and pruritus ("itchy skin"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("skin breakout/ rashes/ severe breakouts"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and feeling abnormal ("brain fog"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), eczema ("eczema") and abdominal pain ("abdominal pain"). The patient was treated with surgery (full hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, menstrual disorder, hypersensitivity, weight increased, migraine, alopecia, pruritus, vaginal haemorrhage, menorrhagia, rash, tooth disorder, dysmenorrhoea, dyspareunia, headache, nausea, allergy to metals, eczema, feeling abnormal and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, eczema, feeling abnormal, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications. There were three trailing coils on the right and six on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received - case updated as incident. New event "abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), rash, dental problems, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), headaches, nausea, nickel allergy" were added. New reporters were added. Concomitant and historical conditions were added. Surgical treatment was added. On 27-mar-2018: events eczema, feeling abnormal and abdominal pain were added. Lot number added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain / lower pelvic pain") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, heart murmur and post-traumatic stress disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, vaginal pain, dysfunctional uterine bleeding, back pain, eczema and thinking abnormal. Concomitant products included aripiprazole (abilify), azithromycin, ferrous sulfate, lamotrigine (lamictal), metronidazole (flagyl) and salbutamol sulfate (albuterol sulfate). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, 8 days after insertion of essure, the patient experienced eczema ("eczema"), thinking abnormal ("brain fog; foggy thinking") and back pain ("back pain"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pruritus ("itchy skin"). On (B)(6)2015, the patient experienced weight increased ("weight gain"), rash ("skin breakout/ rashes/ severe breakouts") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced migraine ("migraines") and headache ("headaches"). In july 2016, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("hair loss"), nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and back pain was resolving and the genital haemorrhage, infection, menstrual disorder, hypersensitivity, weight increased, migraine, alopecia, pruritus, vaginal haemorrhage, menorrhagia, rash, tooth disorder, dysmenorrhoea, dyspareunia, headache, nausea, allergy to metals, eczema, thinking abnormal and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, thinking abnormal, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications. There were three trailing coils on the right and six on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / chronic pelvic pain / lower pelvic pain') in a 34-year-old female patient who had essure (batch no: b66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included bipolar disorder, heart murmur, post-traumatic stress disorder and recurrent abortion (I had twins on (B)(6) 2013) and they passed away the same day). Previously administered products included for an unreported indication: depo provera from on (B)(6) 2014 to on (B)(6) 2015. Concurrent conditions included obesity, vaginal pain, dysfunctional uterine bleeding, back pain, eczema, thinking abnormal, chlamydial infection, squamous cell metaplasia, cervix inflammation and menometrorrhagia. Concomitant products included antibiotics, aripiprazole (abilify) since 2011, azithromycin from 2011 to 2016, celecoxib (celexa) since 2011, ferrous sulfate, lamotrigine (lamictal) since 2011, metronidazole (flagyl) since 2011, nsaids, paracetamol (acetaminophen) from on (B)(6) 2015 to on (B)(6) 2018, salbutamol sulfate (albuterol sulfate), sulfamethoxazole; trimethoprim (bactrim) in 2011 and trazodone since on (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced eczema ("eczema"), thinking abnormal ("brain fog; foggy thinking") and back pain ("back pain"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In 2015, the patient experienced genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") and pruritus ("itchy skin"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced rash ("skin breakout / rashes / severe breakouts") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("hair loss"), nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), tooth disorder ("dental problems"), depression ("depression"), anxiety ("mental anguish"), abdominal pain lower ("cramps") and paraesthesia ("tingling in the arms/hand's and feet"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, back pain and abdominal pain lower was resolving and the infection, menstrual disorder, hypersensitivity, weight increased, migraine, alopecia, pruritus, rash, tooth disorder, dysmenorrhoea, headache, nausea, allergy to metals, eczema, thinking abnormal, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, pruritus, rash, thinking abnormal, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications. There were three trailing coils on the right and six on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: dysmenorrhea, dyspareunia., pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain / lower pelvic pain") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included bipolar disorder, heart murmur and post-traumatic stress disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, vaginal pain, dysfunctional uterine bleeding, back pain, eczema, thinking abnormal, chlamydial infection, squamous cell metaplasia, cervix inflammation and menometrorrhagia. Concomitant products included antibiotics, aripiprazole (abilify), azithromycin, celecoxib (celexa), ferrous sulfate, lamotrigine (lamictal), metronidazole (flagyl), nsaids, paracetamol (acetaminophen), salbutamol sulfate (albuterol sulfate), sulfamethoxazole;trimethoprim (bactrim) and trazodone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced eczema ("eczema"), thinking abnormal ("brain fog; foggy thinking") and back pain ("back pain"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pruritus ("itchy skin"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced rash ("skin breakout/ rashes/ severe breakouts") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("hair loss"), nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and abdominal pain lower ("cramps"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, back pain and abdominal pain lower was resolving and the infection, menstrual disorder, hypersensitivity, weight increased, migraine, alopecia, pruritus, rash, tooth disorder, dysmenorrhoea, headache, nausea, allergy to metals, eczema, thinking abnormal, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, thinking abnormal, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications. There were three trailing coils on the right and six on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: dysmenorrhea, dyspareunia., pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs received. Event outcome added for: abnormal bleeding (general). Event severity added for: abdominal pain and back pain. Concomitant medications were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain / lower pelvic pain") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, heart murmur and post-traumatic stress disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, vaginal pain, dysfunctional uterine bleeding, back pain, eczema and thinking abnormal. Concomitant products included aripiprazole (abilify), azithromycin, ferrous sulfate, lamotrigine (lamictal), metronidazole (flagyl) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 8 days after insertion of essure, the patient experienced eczema ("eczema"), feeling abnormal ("brain fog; foggy thinking") and back pain ("back pain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pruritus ("itchy skin"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"), rash ("skin breakout/ rashes/ severe breakouts") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("hair loss"), nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, infection, menstrual disorder, hypersensitivity, weight increased, migraine, alopecia, pruritus, vaginal haemorrhage, menorrhagia, rash, tooth disorder, dysmenorrhoea, dyspareunia, headache, nausea, allergy to metals, eczema, feeling abnormal, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, eczema, feeling abnormal, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: it was reported that she underwent treatment due to complications. There were three trailing coils on the right and six on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Onset date of some events updated. Event added: back pain. Outcome of the event pelvic pain updated to recovering/resolving incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / chronic pelvic pain / lower pelvic pain') in a 34-year-old female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included bipolar disorder, heart murmur, post-traumatic stress disorder and recurrent abortion (I had twins on ((B)(6) 2013) and they passed away the same day.). Previously administered products included for an unreported indication: depo provera from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included obesity, vaginal pain, dysfunctional uterine bleeding, back pain, eczema, thinking abnormal, chlamydial infection, squamous cell metaplasia, cervix inflammation and menometrorrhagia. Concomitant products included antibiotics, aripiprazole (abilify) since 2011, azithromycin from 2011 to 2016, celecoxib (celexa) since 2011, ferrous sulfate, lamotrigine (lamictal) since 2011, metronidazole (flagyl) since 2011, nsaids, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2018, salbutamol sulfate (albuterol sulfate), sulfamethoxazole;trimethoprim (bactrim) in 2011 and trazodone since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced eczema ("eczema"), thinking abnormal ("brain fog; foggy thinking") and back pain ("back pain"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In 2015, the patient experienced genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") and pruritus ("itchy skin"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced rash ("skin breakout/ rashes/ severe breakouts") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("hair loss"), nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), tooth disorder ("dental problems"), depression ("depression"), anxiety ("mental anguish"), abdominal pain lower ("cramps"), paraesthesia ("tingling in the arms/hand's and feet"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved, the genital haemorrhage, dyspareunia, abdominal pain, back pain and abdominal pain lower was resolving and the infection, menstrual disorder, migraine, alopecia, pruritus, rash, tooth disorder, dysmenorrhoea, headache, nausea, allergy to metals, eczema, thinking abnormal, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, pruritus, rash, thinking abnormal, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications. There were three trailing coils on the right and six on the left. Plaintiff received treatment for pain, bleeding, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: dysmenorrhea, dyspareunia., pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Events: bladder/urinary problems added. Events outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain / lower pelvic pain") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included bipolar disorder, heart murmur and post-traumatic stress disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, vaginal pain, dysfunctional uterine bleeding, back pain, eczema and thinking abnormal. Concomitant products included aripiprazole (abilify), azithromycin, citalopram hydrobromide (celexa), co-trimoxazole (bactrim), ferrous sulfate, lamotrigine (lamictal), metronidazole (flagyl) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 8 days after insertion of essure, the patient experienced eczema ("eczema"), thinking abnormal ("brain fog; foggy thinking") and back pain ("back pain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pruritus ("itchy skin"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"), rash ("skin breakout/ rashes/ severe breakouts") and dysmenorrhoea ("dysmenorrhea (cramping)"). On(B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("hair loss"), nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("mental anguish") and abdominal pain lower ("cramps"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, back pain and abdominal pain lower was resolving and the genital haemorrhage, infection, menstrual disorder, hypersensitivity, weight increased, migraine, alopecia, pruritus, rash, tooth disorder, dysmenorrhoea, headache, nausea, allergy to metals, eczema, thinking abnormal, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash, thinking abnormal, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications. There were three trailing coils on the right and six on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received: the events depression, mental anguish, cramps and essure confirmation test not done were added. Outcomes of events abdominal pain, vaginal bleeding , cramping, and dyspareunia were added. Concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / chronic pelvic pain / lower pelvic pain') in a 34-year-old female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included bipolar disorder, heart murmur, post-traumatic stress disorder and recurrent abortion (I had twins on ((B)(6) 2013) and they passed away the same day.). Previously administered products included for an unreported indication: depo provera from november 2014 to april 2015. Concurrent conditions included obesity, vaginal pain, dysfunctional uterine bleeding, back pain, eczema, thinking abnormal, chlamydial infection, squamous cell metaplasia, cervix inflammation and menometrorrhagia. Concomitant products included antibiotics, aripiprazole (abilify) since 2011, azithromycin from 2011 to 2016, celecoxib (celexa) since 2011, ferrous sulfate, lamotrigine (lamictal) since 2011, metronidazole (flagyl) since 2011, nsaids, paracetamol (acetaminophen) from 28-apr-2015 to 11-jan-2018, salbutamol sulfate (albuterol sulfate), sulfamethoxazole;trimethoprim (bactrim) in 2011 and trazodone since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On(B)(6) 2015, the patient experienced eczema ("eczema"), thinking abnormal ("brain fog; foggy thinking") and back pain ("back pain"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In 2015, the patient experienced genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") and pruritus ("itchy skin"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced rash ("skin breakout/ rashes/ severe breakouts") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("hair loss"), nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), tooth disorder ("dental problems"), depression ("depression"), anxiety ("mental anguish"), abdominal pain lower ("cramps") and paraesthesia ("tingling in the arms/hand's and feet"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, back pain and abdominal pain lower was resolving and the infection, menstrual disorder, hypersensitivity, weight increased, migraine, alopecia, pruritus, rash, tooth disorder, dysmenorrhoea, headache, nausea, allergy to metals, eczema, thinking abnormal, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, pruritus, rash, thinking abnormal, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications. There were three trailing coils on the right and six on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Concerning the injuries reported in this case, the following one were reported via medical record confirming events: dysmenorrhea, dyspareunia., pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media report was received. New event tingling in the arms/hand's and feet. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.